Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ literature citation: bahuva, r., giordano, j., monahan, s., dadi, f., singh, a., fichadiya, h., hayagreev, v., younus, u., & bahekar, a. (2025). Temporary extracorporeal bypass system for prevention of acute limb ischemia from percutaneous ventricular assist device. Jacc: case reports, 30(18), 103961. Https://doi.org/10.1016/j.jaccas.2025.103961.

Event description:
The complaints team received a publication where it was reported that a patient was in acute st-segment elevation myocardial infarction and experienced cardiogenic shock and was implanted with an impella cp for mechanical circulatory support. After implantation, the patient was at high risk for acute limb ischemia, so the decision was made to create a temporary extracorporeal bypass system using femoral artery sheaths and connecting tubing to maintain distal perfusion. The patient remained stable without ischemic complications. Additionally, it was noted that the patient received blood for anemia. The impella cp was successfully weaned and explanted after hemodynamic recovery and the explant was not performed earlier than planned as a result of the complication.